Event description:
As reported by the fcs, approximately 2 years and 7 months post implantation of 23mm sapien 3 valve in the aortic position the patient was presented with moderate stenosis and severe pvl. The patient underwent a valve-in-valve with a 23mm sapien 3 ultra valve.

Manufacturer narrative:
The valve remains implanted. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, approximately 2 years and 7 months post implantation of 23mm sapien 3 thv in the aortic position the patient was presented with moderate stenosis and severe pvl. The patient underwent a valve-in-valve with a 23mm sapien 3 ultra valve. There was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate (add risk/contributing factors) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections e1, e3, g6, h2, h6: health effect - clinical code, type of investigation, investigation conclusions, investigation findings and h10 has been updated. The device was not returned for evaluation and no image was provided to perform an image review. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional testing. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. A device history record (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint of "regurgitation" or "paravalvular leak". A manufacturing mitigation review is not required as no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint. The IFU and procedural training manual provides guidance for potential adverse events. Additional potential risks associated with the use of the valve, delivery system, and/or accessories include: paravalvular or transvalvular leak. No IFU/training deficiencies were identified. A complaint history review was performed on confirmed device complaints (returned and no product returned) for the edwards sapien 3 thv (all models and sizes). Prior closed complaints for regurgitation, paravalvular leak and leakage were reviewed for similar events and root cause identification. Since no edwards defect was identified, no corrective or preventative action was required. A risk management documentation review was performed on the reported event and revealed no evidence of a product nonconformance or labeling/IFU inadequacies were identified in evaluation. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on valve positioning and deployment, and post-procedure care. The benefits of the device outweigh the risks associated with inadequate thv performance over time leading to symptoms resulting in percutaneous intervention. The complaint for "paravalvular leak" was confirmed from the provided medical report. A review of the lot history, complaint history, and DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. For this case, per clinical review of the medical records, "the patient had developed severe symptomatic pvl that may have been due to the position of the valve-in-valve (viv) tavr with in the surgical aortic valve replacement (savr) and homograft, and with the sealing skirt". If the valve was not position correctly, it can result in difficulty in forming proper seal and can lead to pvl. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Available information suggests that procedural factors (improper valve positioning) may have contributed to the complaint event. However, a definite root cause is unable to be determined at this time.